Manufacturer narrative:
The event was reported to have occurred on an unknown date in mar2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for another indication and during hospitalization, the patient developed peritonitis. At the time of this report, the patient outcome was not reported. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.